Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, that during a procedure, the black plastic cover between the articulation point and the shaft of the device broke off inside the patient's peritoneum. The surgeon discovered this after the device was removed from the patient. The surgeon looked for the plastic and found one half of the broken plastic piece, but not all of it. It was reported that the second half of the broken plastic piece, remains inside the patient, but that the second piece could not be located. The surgeon decided that continuing to look for it would cause more damage than leaving the piece of plastic within the peritoneum. Surgical time extended 30 minutes or more due to the product problem: unknown. Describe any adverse event which occurred as the result of a delay in surgery, (i.e. An extension of the hospital stay, infection, etc.): unknown. Was the missing piece discovered immediately after the retractor was removed from the patient or had the patient already left the or: only part of it was discovered, the other part remained in the patient, according to the report by (B)(6). Was an x-ray performed in order to locate the missing piece: unknown. Can you confirm that the device will be returned for evaluation: yes. What is the current status of the patient: unknown. Was the device reprocessed or re-sterilized prior to use: no.

Manufacturer narrative:
(B)(4). Evaluation summary: post market vigilance (pmv) led an evaluation of one device opened by the account. This evaluation was based on a medical and technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. The visual inspection noted the two clevis pieces disengaged from the distal end of the instrument. Two clevis pieces were received in a plastic container. The knob to expand the blades functioned properly; the blades could be expanded fully. The returned sample was found not to meet quality release specifications after application in the clinical setting due to the broken clevis. A review of the device history record indicates this device lot number was released meeting all quality release specifications at the time of manufacture. Replication of the reported condition may occur as a result of the instrument being forced beyond it indicated use due to applying excessive stress over the clevis. The file will be closed as a misuse of the product. Should new information become available, the file will be re-opened and reassessed at that time.